Event description:
New information received indicated noise was observed on egm. Slight noise was seen when patient took deep breath while standing. Review of the episodes shows possible damaged lead. The lead was capped and replaced. Patient was fine after procedure.

Event description:
It was reported that an alert for possible output circuit damage was received. Upon interrogation, alerts for shorted output detection were observed. It was noted that the patient had a surgery and was exposed to electrocautery when the alert messages presented. Review of the egms revealed noise signals being detected as vf. Shocks were aborted after sinus rhythm was redetected. With normal capacitor charge time measurements after the alert, a firmware

Manufacturer narrative:
A partial lead with the connector pin measuring 16.4cm was returned for analysis. External insulation abrasion was noted at 15.7-16.0cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Download was completed to clear the alert. A false message due to lead damage was suspected.